Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data and instructed the customer to replace the integrated multi-sensor technology sensor. The tsc instructed the customer to perform a correlation test and repeat quality controls. The cause of the discordant potassium and sodium results is due to a integrated multi-sensor technology sensor malfunction. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant na and k results were reported to the physician(s). The samples were repeated on an alternate system, which resulted higher. The corrected na and k results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.